Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.a batch history review (bhr) of regs3251 showed no other similar product complaint(s) from this batch number.

Event description:
It was reported by the customer "the metal guide became stuck in the needle and on removal it disintegrated and twisted and became unusable. Requirement to take a new sterile PICC line pack." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, complaint and lot history review, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one nitinol wire. Usage residues were observed on the sample. Bunching and bends were observed within the coil/core region of the wire. Tactile inspection of the sample revealed a roughened texture within the deformed region of the coil/core wire and a rough transition from the core wire to coil/core wire. Microscopic inspection of the sample revealed multiple misaligned coils within the coil/core region. Inspection of the transition from core to coil/core revealed the adhesive filet to be missing, resulting in a rough transition. Deformation of the coil wire appeared to be caused by the rough transition caused by the lack of an adhesive filet. The adhesive may have been omitted during device manufacture. Photographs have been forwarded to the manufacturing site for further evaluation.

Event description:
It was reported by the customer "the metal guide became stuck in the needle and on removal it disintegrated and twisted and became unusable. Requirement to take a new sterile PICC line pack." No other information was provided.